Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the swg (spring wire guide) was normal before the operation and it was performed normally, but there was resistance during advancing into the blood vessel via the ars. Removing the swg, aspirating blood with the ars and confirmed the needle was in the vessel. Then inserting the swg again, but there was resistance again during advancing, removing the swg and the swg was found broken at 0.5cm from the tip end during venipuncture of lower limbs on the patient. Stopping the operation and changing to another brand product to perform subclavian puncture, and it worked.

Event description:
The customer reports: the swg (spring wire guide) was normal before the operation and it was performed normally, but there was resistance during advancing into the blood vessel via the ars. Removing the swg, aspirating blood with the ars and confirmed the needle was in the vessel. Then inserting the swg again, but there was resistance again during advancing, removing the swg and the swg was found broken at 0.5cm from the tip end during venipuncture of lower limbs on the patient. Stopping the operation and changing to another brand product to perform subclavian puncture , and it worked.

Manufacturer narrative:
(B)(4). Additional information was received and the customer reported that the condition of the patient is "fine". Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The customer returned a spring wire guide (swg) assembly for evaluation. The arrow raulerson syringe (ars) was not returned. Visual examination of the swg revealed that there is a slight bend of the whole swg. There is also a kink at the distal end near the j-bend and a more noticeable bend at the proximal end. The first bend was located at 30mm from the proximal end. The kink was located at 589mm from the proximal end. The full length of the swg was measured to be 604mm. This is within the specifications of 596-604mm per product drawing. The outer diameter of the swg was measured to be 0.798mm. This is within the specifications of 0.788-0.826mm per product drawing. The returned swg was able to advance through a lab inventory ars with minimal resistance. A manual tug test was performed, and both welds were intact. A device history record review was performed and no relevant findings were identified. The IFU provided in this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked on the distal end and slightly bent on the proximal end. The whole of the swg also had a slight bend. The returned guide wire met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. However, the ars was not returned for evaluation. Based on these circumstances, unintentional use error likely contributed to this event; however, the probable cause of guide wire and ars resistance could not be determined based upon the information provided and without the ars being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the swg (spring wire guide) was normal before the operation and it was performed normally, but there was resistance during advancing into the blood vessel via the ars. Removing the swg, aspirating blood with the ars and confirmed the needle was in the vessel. Then inserting the swg again, but there was resistance again during advancing, removing the swg and the swg was found broken at 0.5cm from the tip end during venipuncture of lower limbs on the patient. Stopping the operation and changing to another brand product to perform subclavian puncture, and it worked.